Event description:
The facility representative reported a colleague infusion pump which alarmed for a downstream occlusion error. It is unknown when or at what point in the process this event occurred. Device evaluation determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version (B)(4), which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a downstream occlusion alarm, and determined the root cause to be a faulty pump head module. The pump head module was replaced to repair the reported condition. The device has not been previously service for the condition of downstream occlusion error. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4) additional information: the root cause investigation is in progress through (B)(4).

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because unit powers off during use was not resolved with troubleshooting.